Event description:
The system 6 sagittal saw was sent for eval due to breaking blades during testing at the user facility. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the handpiece had high current draw and blade whip due to a loose drive link. Based on a review of complaint trending, a blade whip due to a loose drive link can contribute to blades breaking during use as reported.